Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by turbid pd effluent. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that patient retraining was not done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in turbid pd effluent. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was previously reported that the patient experienced peritonitis; however, upon follow-up, it was confirmed that the patient did not have peritonitis but experienced a breach in aseptic technique which resulted in turbid pd effluent. The patient was discharged from the hospital on the same day as the event onset. A day after the initial symptom onset, antibiotic treatment was discontinued and the patient's fluid was clear (recovered from turbid pd effluent). At the time of this report, the patient was "okay" with no any infection. B7: the event of second episode of pedal edema was removed. H6: health effect - clinical code: it was previously coded to e1024; however, the correct code is e1906. Should additional relevant information become available, a supplemental report will be submitted.